Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8433174.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one of the patient's l1 leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.